Manufacturer narrative:
The actual sample was returned in five sections and was observed to be torn and bloody. Evaluation of the tissue sections included visual observations, dimensional analysis, manual pull test, and microscopic observation. The sample pieces were manually pulled and did not tear. Evaluation did not find any deviation in the material consistency, the sample did not appear to be heat damaged, i.e., the samples were not mushy. The specification for the tissue thickness met/exceeded minimum specifications. The sample sections were examined under 200x magnification and the torn edges had a ragged appearance that primarily followed the pattern of the slits which shows that the tissue was torn/pulled apart. The evaluation did not find any deficiencies in the product that may have contributed to the reported event and concluded that the most probable cause of the sample condition was the application of tensile force greater than that stated in the product specifications. Following a review of the device history record for the reported lot number, all process and test criteria has been verified as complying with the finished product specification.

Event description:
The tissue tore when the doctor was pulling the suture through the tissue. Upon removal of the tissue, it reportedly started shredding in the doctor's hand. Another piece of tissue of the same brand was used without any further complications being reported.